Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 441 mg/dl. Customer stated that insulin pump had leak at site and was not able to change the infusion set. Customer stated that they were not in automode. Customer stated that they treated with insulin pump. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.